Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed that impedance measurements of the right ventricular lead were twice as high as prior visit. Patient had recently gone through generator change and impedance measurements in all vectors were normal prior to generator change. The new device was reprogrammed. No patient symptoms were reported.